Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Updated b5 and b7. The investigation is in progress, a supplemental report will be submitted.

Event description:
Edwards received notification from a field clinical specialist that a patient with a 29mm sapien 3 valve, implanted in the aortic position for 6 years and 9 months, underwent a valve in valve procedure due to severe central ai. The failed 29mm sapien 3 was implanted inside of a failed non-edwards annuloplasty ring. A new 26mm sapien 3 ultra was implanted successfully. No complications were reported. Most recent tee prior to intervention showed, moderate valve regurgitation. There was mild pvl laterally. Peak/mean gradient of 10/6 mmhg. Ava (vti) 3.9 cm2. Lvef 50%.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted. H3 other text : remains implanted.

Event description:
Edwards received notification from a field clinical specialist that a patient with a 29mm sapien 3 valve, implanted in the aortic position for 6 years and 9 months, underwent a valve in valve procedure due to severe central ai. The failed 29mm sapien 3 was implanted inside of a failed non-edwards device. A new 26mm sapien 3 ultra was implanted.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for valve central regurgitation was confirmed through provided medical report. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the reported event. It should be noted that the thv was implanted in pre-existing surgical valve at aortic position for this case. Therefore, it was off label . Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the thv procedure. Central regurgitation which develops progressively over time can be due to several issues including patient-related factors, structural valve deterioration (e.g. Calcification, paravalvular leak), and/or nonstructural dysfunction (fibrosis, pannus formation). As reported, ''a 29mm sapien 3 valve, implanted in the aortic position for 6 years and 9 months, underwent a valve in valve procedure due to severe central ai''. Due to the limited information provided, a definitive root cause was unable to be determined at this time. A definitive root cause was unable to be determined. No device or labeling problem was identified during the evaluation. Therefore, no further escalation (CAPA/scar/pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.